Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated the cgm was displaying 66 - 67 mg/dl early in the morning on (B)(6)2022. Based on the cgm reading, she drank juice. At around 1:00pm, the cgm was displaying 103 mg/dl and she drank a soda. She did not have any blood glucose test strips with her and was unable to perform a manual finger stick. At around 3:00pm, the patient was taken to the emergency room because she had a headache. At the emergency room, it was indicated that the patient was hyperglycemic (no blood glucose value was provided). The patient was given 2 vials of saline and 2 units of inulin and then was sent home. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
At around 3:00pm, the patient's husband took the patient to the emergency room because she had a headache. At the emergency room, it was indicated that the patient was hyperglycemic with a blood glucose value of 600 mg/dl while the cgm was displaying 103 mg/dl. The reported glucose values fall within the d zone of the parkes error grid.